Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient was currently in another country but would go to colombia for the diagnostic exams and a possible revision of the device. However, the revision had not been scheduled yet. There were no patient complications related to the event.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient was currently in another country but would go to colombia for the diagnostic exams and a possible revision of the device. Two months later, the patient underwent a surgical procedure in which the pump was removed and replaced. The patient recovered well without any complications and returned to his home country after the medical visit.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified misaligned deflation ball spring and the pump not passing the deflation test could affect the functionality of the device. Product analysis confirmed the reported event. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual inspection of the pump revealed the kink resistant tubing (krt) was fatigued and worn to filament, but there were no leaks present. Under the microscope, the pump spring was identified to be misaligned. Upon functional testing of the pump, the component did not pass the deflation test. The cylinders were visually inspected, identifying wear at a fold in the cylinder body. Cylinder 1 had a large hole in the outer tube with broken fabric threads result of sharp instrument damage. This damage most likely occurred during explant. Cylinder 1 could not be functionally tested due to the perforation. Cylinder 2 passed all functional tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.